Event description:
Patient reported they had a filling that popped out of their tooth and a molar has fractured. Their dentist does not think this is attributed to aligners. There dentist did advised that they are starting to get moderate gingivitis possible due to the aligners paired with not flossing well enough.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.